Event description:
Information was received that the patient had high lead impedance. The patient was later noted to be having an increase in seizures. The patient's lead impedance was noted to be ok following a lead replacement surgery. A review of the generator and lead manufacturing records showed that it passed all functional specifications prior to distribution. X-ray images were reviewed by the manufacturer. The connector pin could not be seen coming through the second connector block. The feedthru wires were intact. A strain relief loop was present, but not a strain relief bend. The lead wires at the connector pins also appeared to be intact at the connector pins. No sharp angles or gross discontinuities were visualized. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. It was noted by the physician that the surgeon had significant difficulty plugging in the wires and getting them out as plugged the wires into the old generator and confirmed high impedance. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
Additional information was received from the physician's assistant noting that when the low output current and high lead impedance error messages were received on the patient's vns device, they had decided to disabled the generator. No other relevant information has been received to date.

Event description:
Information was received that the patient underwent surgery. The lead pin was removed and reinserted. The lead impedance was reported to be ok after the lead pin was reinserted. No additional information has been received to date.